Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 123 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. Customer reported that he noticed on 3 sensors that his sensor reading and bg readings are off by 70 to 80 points. Customer reported that insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 45 on his 4th sensor which was most recent reading. Suspend on low limit in sensor settings: 65. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.